Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels for the past few days ranging from 250-425 (mg/dl). Reportedly, the customer believed the pump was not delivering insulin. Correction bolus were delivered to address bg level. Reportedly, the customer took tylenol on (B)(6) 2017. The customer declined to perform troubleshooting with tandem technical support.